Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding (general),') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." In (B)(6) 2010. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression,"), vaginal infection ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,") with vaginal discharge, cystitis ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,"), urinary tract infection ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia painful sexual intercourse") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, weight increased, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. New event, "plaintiff did not underwent essure confirmation test" was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general),") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression,"), vaginal infection ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,") with vaginal discharge, cystitis ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,"), urinary tract infection ("infection bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain"), dyspareunia ("dyspareunia painful sexual intercourse") and fatigue ("fatigue,"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, weight increased, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: bladder/urinary/vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plantiff underwent one or more surgeries to remove device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.